Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely unresponsive and failed to power on despite attempts using multiple power outlets. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. . Upon investigation of the actual device used in this incident, it was determined that station failed to power on. A field service engineer (fse) isolated the issue by disconnecting drawer three, identified a defective controller board in drawer 3.2 through testing, and replaced it and tested functionality. The system functioned as intended after the field service engineer repaired the device.